Event description:
It was reported that a user attempted to pair a new dexcom g7 continuous glucose monitor (cgm) to the ilet for an extended time period, with no other active device pairings, and experienced a persistent pairing failure despite toggling bluetooth, restarting, and attempting to re-pair. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education covering device restart, connectivity toggling, and re-pairing steps. Investigation of this case revealed a device-to-device connectivity failure between the cgm transmitter and the ilet pump, with no alarms generated and no evidence of broader system malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or pairing issue not reproducible after standard troubleshooting.

Manufacturer narrative:
Initial.